Manufacturer narrative:
Additional information: additional procedure information received and documented.

Event description:
Medtronic received additional information indicating that the muscle contraction on the patient's forehead caused the points collected in the area to be shifted slightly into the anterior direction. Most of the other tracer points were around the side of the head, which provides limited information in the anterior/posterior axis. Subsequently, the anterior shift from the forehead area could not be corrected by the rest of the pattern.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the registration technique performed by the resident at the site was insufficient as excessive pressure was applied to the patient's face resulting in the imprecision. The system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a vp shunt placement procedure utilizing electromagnetic (em) navigation, an imprecision of five millimeters was observed anterior on the tragus. It was reported that the site opted to continue compensating for the imprecision. Three attempts to draw cerebrospinal fluid (csf) were made without resolution. The surgeon then manually advanced the shunt without navigation with csf being successfully being drawn. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.